Event description:
After placement of a neuroform stent in a cerebral artery , an embolization coil was being placed. As the initial coil was being deployed, the leading edge of the coil slipped through the meshwork of the stent. The coil started to unravel during retrieval efforts. A gooseneck snare was used. The coil fractured and a section of approx 6 cm was left in the artery. Pt sent to ICU post procedure. Pt to return in 6 weeks for completion of coil embolization.